Event description:
It was reported that the powder bowl of a cavitron jet plus unit would periodically "shatter" and release powder into the air (although the description provided by the complainant indicated that the bowl "shattered." It is likely that the powder bowl cap was cross-threaded by the user.) Two of the office staff have asthma and one reportedly consulted a general practitioner due to worsening of the condition; there is not indication that medical intervention was required.

Manufacturer narrative:
Though no medical intervention was required in this case, the powder used in the unit can be considered an irritant with preexisting conditions. As such, it is possible that if a patient with asthma is exposed to the powder, it could trigger an asthma attack and require intervention as result. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.